Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing non-sustained rv oversensing of atrial paced events on the ventricular channel. Patient was asymptomatic. Decreased r waves were also noted during follow up. Diagnostic imaging revealed lead dislodgement. Lead was extracted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.